Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department after experiencing diaphragmatic stimulation. The device indicated high thresholds and further interrogation showed that the right ventricular (rv) lead had intermittent capture and diminished r-waves. A CT scan was performed and it was determined that the lead had perforated the rv apex. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.